Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-18329. It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the right ventricular and atrial leads exhibited increased pacing impedance and a failure to capture. Imaging confirmed the right ventricular and atrial leads had dislodged. While attempting to reposition the leads, the helices became unresponsive. The right ventricular and atrial leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events were lead dislodgement, high pacing impedance, failure to capture, and helix mechanism issue. As received, a complete lead was returned in one piece with helix extended and clogged with blood. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued in the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported events of high pacing impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.